Event description:
It was reported that the patient experienced ventricular fibrillation (vf), however, the device did not provide high voltage therapy due to undersensing and the vf escalated into cardiac arrest. Cardiopulmonary resuscitation was immediately performed and the patient was brought back to sinus rhythm via external defibrillation. Abbott technical support was contacted and did not suspect a device malfunction occurred as session records from the event were reviewed which noted the device behaved appropriately according to programmed settings. The patient was later seen in-clinic, and the device was reprogrammed to increase sensitivity. The patient was stable with no adverse consequences.